Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 21mm 11500a pericardial aortic valve underwent a valve-in-valve procedure due to aortic stenosis secondary to calcification on the leaflets after an implant duration of approximately two (2) years. A transcatheter valve was implanted in replacement.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b6, and b7 (additional text). All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
Updated h6 per new information received. The most likely cause is patient factors, including dialysis patient. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections a1, a2, a4, b3, b5-b7, e1 (last name), h6 (health effect-clinical code).

Event description:
Edwards received information that a patient with a 21mm 11500a pericardial aortic valve underwent a valve-in-valve procedure due to aortic stenosis secondary to calcification on the leaflets after an implant duration of approximately three (3) years and eight (8) months. A symptom of heart failure nyha class IV was seen. A 23mm sapien 3 transcatheter valve was implanted in replacement. The patient status was reported as discharged.